Event description:
Customer reported that the powerheart AED was used during a rescue attempt and it did not function properly. When pads were placed on the pt, the unit did not advance beyond "place electrodes on pt" prompt.

Manufacturer narrative:
The unit has been returned to the cardiac science corp mfg facility. An investigation will be conducted and the results will be provided in the follow-up reports.